Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Shock occurred during episode 6389 on (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) failed to deliver shock therapy to the patient. It was noted that the electrogram data of the failed shock had been overwritten by subsequent episodes. The device remains in use. No patient com plications have been reported as a result of this event.